Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the instrument shows repeated signs of use (nicked and gouged) and a portion of the lever and piston components are fractured. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to wear and tear from normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was discovered fractured after sterilization. No adverse events have been reported as a result of the malfunction.